Event description:
Rptr was attacked by a dog and sustained broken spine 1/14/87. She spent 6 wks in the hosp in constant pain. Finally, on 9/27/88, rptr had rod fusion on entire length of spine. In 2/92, 4 neurologists/neurosurgeons confirmed that lower half of rod should be removed and replaced with the steffe plates because all of the spinal nerves were pinched. Rptr had surgery 3/19/92. Since then, rptr falls, can no longer go up or down stairs and the pain is agonizing. Rptr was told that the surgery was a failure. Her pain and disability is 100 times worse than before. Rptr saw the 20/20 program in 12/93. Rptr wonders why drs are installing steffe plates if they are not approved by FDA.